Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The resolution is unknown. The customer contact reported there is no patient information available. (B)(4).

Event description:
The hospital reported the unit lost the ability to mechanically ventilate in pressure support ventiation-pro mode. There was no report of patient injury.